Event description:
Pt experienced a flurry of seizures above pre-vns baseline frequency following an increase in programmed parameters. Normal mode output current was increased from 1.0ma to 1.25ma and that magnet mode output current was increased from 1.25ma to 1.5ma and that the pt experienced a flurry of seizures the following evening. There had been no medication changes at the time of the reported event. The pt's device settings were reduced back to the original values just before the seizure flurry event.